Event description:
The service report shows that while performing an unrelated service the co's service tech (st) found that the device failed the leak test. The st inspected the device and replaced the valve cup-o-ring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.